Event description:
It was reported a spectrum pump experienced intermittent responses from the keypad. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found in specification in respect to the reported symptom. No keypad output response anomalies were apparent during the product evaluation. The keypad was delaminated and examined under a microscope and no failures were evident on the keypad. The keypad will be replaced due to delamination.